Event description:
The customer reported the system was "cutting out and losing power supply." The system was shutting down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply plug was replaced. The system was then found to be operating as intended.